Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed extensive calcification throughout each leaflet, including calcific nodules at each attachment site, which resulted in stenosis of the effective orifice area, convoluted leaflets, leaflet disruptions and incomplete coaptation. Host tissue overgrowth encroached onto each cups, contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Stent disruption was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to extensive calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.

Event description:
This event was reported as calcification, stenosis and "degeneration." Further info provided.